Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 67038599. Item#: 110024773, juggerstitch curved implant; lot#: 66962335. Item#: 110024773, juggerstitch curved implant; lot#: 66962335. G2: foreign: colombia. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroscopy with meniscal repair, while the surgeon was using the device to implant the first anchor it was found that the activation button presented with excessive resistance and failed to deploy the anchor. The surgeon attempted to implant the second anchor, and the device failed to deploy the second anchor. It was discovered that both anchors were still lodged on the tip of the inserter of the device. All of both anchors were removed and the patient did not retain a foreign body. This occurred with three other devices. There was no harm to the patient.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the returned product verified product identifiers (handle is translucent green). The handle has been cycled twice for 3 of the devices, and once for the other. Anchors are still present in the tip of the device. Scuff marks are seen on the green handle for sample 3. The needles are bent on sample 2 and 3. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed by product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.